Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in the clinical use at the time of event occurrence. The philips field service engineer (fse) inspected the system onsite and identified that the system could not enable x ray due to invalid protocol errors displayed on the system. A review of system log files showed that the system did not have a license for the image speed that was requested. The fse reinstalled the suite pc license file, loaded the backup, and removed the system errors. After reinstallation of suite pc license file, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to exposure. No harm was reported to philips. Philips has started an investigation of this complaint.